Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 457 mg/dl at the time of hospitalization. The customer gave positive result for ketone test. The insulin pump did not inform regarding insulin flow block. When they remove the infusion set at the hospital they saw that the cannula was bent. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. Customer was unable to complete carelink upload. The insulin pump passed self test. The insulin pump will not be returned for analysis.